Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency due to high blood glucose on (B)(6) 2019. The customer's blood glucose was 409 mg/dl at the time of incident. Customer¿s current blood glucose was 375 mg/dl. The customer treated high blood glucose with insulin spoke, insulin drip. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to perform carelink upload. Customer declined further troubleshooting. The insulin pump will not be returned for analysis.